Manufacturer narrative:
Device evaluation anticipated, not yet begun. The device has not yet been received for analysis. Therefore, the cause of the reported malfunction has not been determined. Upon completion of failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to starmedtec on (B)(6) 2015 that lightrail reusable laser fiber was used during a procedure using an olympus ureteroscope (42 fr channel) performed on (B)(6) 2015. Reportedly, the fiber was used to break up a stone. Accdg to the complaint, this was the first use of this reusable fiber and during the procedure, the laser fiber broke near the tip. There were no reported patient complications due to this event.